Event description:
Report received of an under-delivery of lipids and tpn. The pump was programmed in the piggyback mode to deliver 500ml of lipids at a rate of 11-20ml/hr on the primary line and 1000ml of tpn at a rate of 60-90ml/hr on the secondary line. It was reported that the infusion took 36 hrs to complete, instead of the intended 17 hours. The nurse reported "a few" distal occlusion alarms during the infusion, related to "a positional" PICC access. "Once the patient's arm was straightened out, the infusion ran fine". The pump was not taken out of clinical service. There was no reported adverse patient event. No medical interventions were required. Though requested, no further information was received.